Event description:
It was reported the patient experienced electrostatic discharges when touching things, such as power outlets and switches. A shocking/jolting sensation was noted. No action was required and it was stated that therapy was still effective. No additional symptoms were reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).